Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient had a non-device related weight loss. The patient underwent a pocket revision wherein, the physician relocated the ipg to the opposite hip. The patient was doing well following the procedure.